Manufacturer narrative:
(B)(4). Investigation summary: one (B)(4) sample from lot 20097044 was received for investigation in sealed packaging. A visual inspection of the sample identified both smartsite components to be oval in shape confirming the customer's experience. However no leakage was observed during a flush through of the set. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20097044 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Please note, the cause of the oval smartsite issue is exposure of the smartsite to an external heat source that brings the component temperature above 60°c. The piston head of the smartsite is oval-shaped therefore when the round female luer adaptor (fla) component is placed over it, the piston opening is squeezed shut in order to create a seal. Under excessive heat conditions, the fla material can soften, and as the piston pushes back on the inside, it can reshape the fla to conform to the original oval-shape of the piston head. A review of the manufacturing process, bd storage conditions, and sterilization process has not found a potential root cause for this level of excess heat. A review of the customer feedback database indicates that there is no general increased trend for oval smartsite valves. It is possible that there is a local environmental factor that has caused the product to reach the elevated temperature required to cause this issue (e.g. During storage or transit). Furthermore a review of the customer feedback database indicates that this is an isolated report against the (B)(4) product in the past 12 months.

Event description:
It was reported that blood leaked from the "crushed" y ext w/vlv ports & 2 sld clp, 7 day connector. This occurred with 5 sets during use. The following information was provided by the initial reporter: "blood was observed to be leaking from the connector which looked to have changed shape from round to oval. Looked like the connector had been crushed. Multiple sets were involved."